Event description:
Reportedly, the sensing was very bad in the atrial channel and several inappropriate shocks (12) were delivered during sinus tachycardia episodes, due to the erroneous detection of vf. In addition, hundreds of capacitor changes occurred (>500). The defibrillation lead and the ICD were finally explanted in 2007.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states.